Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant\ perforation"), pelvic abscess ("pelvic abscess"), colon operation ("colon repair") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal, hypertension, diverticulosis, ureterolysis procedure, pelvic adhesions, cystoscopy, cesarean section, loop electrosurgical excision procedure, multigravida, pelvic inflammatory disease, pelvic inflammation and intra-abdominal abscess. Concurrent conditions included obesity, lower abdominal pain, amenorrhea, pelvic adhesions, colitis, pelvic abscess, peritonitis, tubo-ovarian abscess, abdominal wound dehiscence, anemia and follicular cyst of ovary. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ irregular and heavy bleeding"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced weight decreased ("weight loss") and constipation ("constipation"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced infection ("infection"). On (B)(6) 2014, 3 years 8 months after insertion of essure, the patient underwent colon operation (seriousness criterion medically significant). In 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic abscess (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), wound infection ("wound infection") and abdominal pain ("abdominal pain"). The patient was treated with acetylsalicylic acid (aspirin), mesalazine (canasa), docusate sodium (colace), hydrochlorothiazide, enoxaparin sodium (lovenox), estradiol, mesalazine (mesalamine), methyldopa, nifedipine (procardia xl), pantoprazole (protonix), ondansetron (zofran), surgery (to remove the essure,hysterectomy (full) on (B)(6) 2014) and surgery (to remove the essure,hysterectomy (full) on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic abscess, colon operation, genital haemorrhage, dyspareunia, menorrhagia, urinary tract disorder, migraine and headache outcome was unknown and the infection, vaginal haemorrhage, female sexual dysfunction, wound infection, bladder disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, constipation, alopecia and abdominal pain had resolved. The reporter provided no causality assessment for pelvic abscess with essure. The reporter considered abdominal pain, alopecia, bladder disorder, colon operation, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and wound infection to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 61.5 kg/sqm. Concerning all the injuries reported in this case,the following ones were confirmed in patient's medical record: abdominal pain, pelvic pain and pelvic abscess. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical received. Event added: abnormal bleeding (vaginal, menorrhagia), menorrhagia, apareunia (inability to have sexual intercourse), bladder problems, urinary tract disorder, migraines, headaches, nausea, dysmenorrhea(cramping), colon repair, vaginal discharge, fatigue, weight loss, constipation, hair loss, abdominal pain, anemia, umbilical hernia, diverticulitis. Event pelvic abscess was added from medical record. Concomitant and historical conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant\ perforation"), pelvic abscess ("pelvic abscess"), tubo-ovarian abscess ("tubo-ovarian abscess"), colon operation ("colon repair") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure (batch no. 135708; 843270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal, hypertension, diverticulosis, ureterolysis procedure, pelvic adhesions, cystoscopy, cesarean section, loop electrosurgical excision procedure, multigravida, pelvic inflammatory disease, pelvic inflammation, intra-abdominal abscess, miscarriage (x 3) and umbilical hernia repair. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included rash with penicillin. Concurrent conditions included morbid obesity, lower abdominal pain, amenorrhea, pelvic adhesions, colitis, pelvic abscess, infectious peritonitis, abdominal wound dehiscence, anemia and follicular cyst of ovary. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). In october 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ irregular and heavy bleeding"), migraine ("migraines"), headache ("headaches") and menstruation irregular ("irregular periods"). In may 2011, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced weight decreased ("weight loss") and constipation ("constipation"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced infection ("infection"). On (B)(6) 2014, 3 years 8 months after insertion of essure, the patient underwent colon operation (seriousness criterion medically significant). In 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic abscess (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), wound infection ("wound infection"), abdominal pain ("abdominal pain") and vaginal fistula ("vaginal fistula"). The patient was treated with acetylsalicylic acid (aspirin), mesalazine (canasa), docusate sodium (colace), hydrochlorothiazide, enoxaparin sodium (lovenox), estradiol, mesalazine (mesalamine), methyldopa, nifedipine (procardia xl), pantoprazole (protonix), ondansetron (zofran), surgery (to remove the essure,hysterectomy (full) on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic abscess, tubo-ovarian abscess, colon operation, genital haemorrhage, dyspareunia, menorrhagia, urinary tract disorder, migraine, headache, menstruation irregular and vaginal fistula outcome was unknown and the infection, vaginal haemorrhage, female sexual dysfunction, wound infection, bladder disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, constipation, alopecia and abdominal pain had resolved. The reporter provided no causality assessment for pelvic abscess and tubo-ovarian abscess with essure. The reporter considered abdominal pain, alopecia, bladder disorder, colon operation, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, menstruation irregular, migraine, nausea, urinary tract disorder, uterine perforation, vaginal discharge, vaginal fistula, vaginal haemorrhage, weight decreased and wound infection to be related to essure. The reporter commented: she need for additional surgery. Essure insertion details: trailing coils: left 4, right infinite. Essure removal procedure in detail: there was an abscessed cavity posterior to the uterus with purulent appearing material. Culture was taken and cyst cavity was excised as best as possible. There was also what appeared to be an inflammatory cyst on the right underneath the area of the broad ligament, which was opened and the cyst capsule excised. The decision was made to also remove the right ovary as it was cystic, and concerned for persistent infection if the ovary remained. The infundibulopelvic ligament was isolated. Heaney clamp placed across, transection made and suture ligature placed. Bladder flap was opened, and the, broad dissected down on the right to the uterine artery which was clamped and transected, and suture ligature placed. On the left, there was an additional area of tissue noted that was not immediately identified as to its origin. It was separate from the colon, and had the appearance of uterine tissue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 61.3 kg/sqm. Concerning all the injuries reported in this case,the following ones were confirmed in patient's medical record: abdominal pain, pelvic pain, pelvic abscess and tubo-ovarian abscess. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. Her historical condition/condition was added. Essure lot numbers were added. Per medical record: tubo-ovarian abscess) was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant\ perforation"), pelvic abscess ("pelvic abscess"), colon operation ("colon repair") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal, hypertension, diverticulosis, ureterolysis procedure, pelvic adhesions, cystoscopy, cesarean section, loop electrosurgical excision procedure, multigravida, pelvic inflammatory disease, pelvic inflammation, intra-abdominal abscess and miscarriage (x 3). Concurrent conditions included morbid obesity, lower abdominal pain, amenorrhea, pelvic adhesions, colitis, pelvic abscess, infectious peritonitis, tubo-ovarian abscess, abdominal wound dehiscence, anemia and follicular cyst of ovary. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced nausea ("nausea"). In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ irregular and heavy bleeding"), migraine ("migraines"), headache ("headaches") and menstruation irregular ("irregular periods"). In (B)(6)2011, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced weight decreased ("weight loss") and constipation ("constipation"). In (B)(6)2012, the patient experienced fatigue ("fatigue"). In (B)(6)2014, the patient experienced infection ("infection"). On (B)(6)2014, 3 years 8 months after insertion of essure, the patient underwent colon operation (seriousness criterion medically significant). In 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic abscess (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), wound infection ("wound infection"), abdominal pain ("abdominal pain") and vaginal fistula ("vaginal fistula"). The patient was treated with acetylsalicylic acid (aspirin), mesalazine (canasa), docusate sodium (colace), hydrochlorothiazide, enoxaparin sodium (lovenox), estradiol, mesalazine (mesalamine), methyldopa, nifedipine (procardia xl), pantoprazole (protonix), ondansetron (zofran), surgery (to remove the essure,hysterectomy (full) on (B)(6)2014) and surgery (to remove the essure,hysterectomy (full) on (B)(6)2014). Essure was removed on (B)(6)2014. At the time of the report, the uterine perforation, pelvic abscess, colon operation, genital haemorrhage, dyspareunia, menorrhagia, urinary tract disorder, migraine, headache, menstruation irregular and vaginal fistula outcome was unknown and the infection, vaginal haemorrhage, female sexual dysfunction, wound infection, bladder disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, constipation, alopecia and abdominal pain had resolved. The reporter provided no causality assessment for pelvic abscess with essure. The reporter considered abdominal pain, alopecia, bladder disorder, colon operation, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, menstruation irregular, migraine, nausea, urinary tract disorder, uterine perforation, vaginal discharge, vaginal fistula, vaginal haemorrhage, weight decreased and wound infection to be related to essure. The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 61.5 kg/sqm. Concerning all the injuries reported in this case,the following ones were confirmed in patient's medical record: abdominal pain, pelvic pain and pelvic abscess. Most recent follow-up information incorporated above includes: on 9-oct-2018: pfs received : new events irregular periods, vaginal fistula were added. Historical condition was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant\ perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), infection ("infection") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, genital haemorrhage, infection and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, infection and uterine perforation to be related to essure. The reporter commented: she need for additional surgery company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.